Manufacturer narrative:
(B)(4). A visual analysis of the returned device found that the side car-rx presents pushback out of specification and was torn from the distal end. The evaluation concluded that during the procedure, excessive manipulation of the device and interaction with the scope or other devices most likely contributed to the failures of side car-rx pushback and torn. Therefore, the most probable root cause of this complaint is operational context, since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific that a trapezoid¿ rx basket was used in the common bile duct during a biliary lithotripsy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the trapezoid¿ rx basket was inserted along the guidewire into the bile duct. However, the side car-rx was noted to be torn upon exiting the scope. The basket was removed from the scope and the procedure was completed with a different device. There were no patient complications reported as a result of this event.  The patient's condition at the conclusion of the procedure was reported to be ¿fine¿ this event has been deemed a reportable event based on the investigation results; side car-rx (guidewire port) pushback.